Event description:
Hosp staff were treating a pt requiring defibrillation. Reportedly, the device would intermittently not discharge. The reported malfunction allegedly recurred 4 or 5 times during the code. The pt was resuscitated. There were no adverse effects to the pt as a result of the reported event.